Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6)2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger,. Product ID: 97791, lot# n368014, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had stimulation from their implantable neurostimulator (ins) in the wrong location. It was noted that the cause of the issue was that the lead component had migrated caudally. It was also reported that the patient never had any relief of back pain and no stimulation coverage for their back area. Diagnostic and troubleshooting included impedance testing, x-rays, and reprogramming. The patient had a revision procedure performed where the lead component was replaced. It was also reported that the surgeon decided to replace the ins component at the same time because of the risk of infection after the ins battery was removed from the pocket. The patient status at the time of report was ¿alive ¿ no injury¿ and was currently recovering from the revision surgery. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.